Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient experienced and will experience in the future significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, and has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses and/or lost income, future earning capacity and other damages. No further information has been provided.